Manufacturer narrative:
.

Event description:
Post radioembolization syndrome [post embolisation syndrome] case description: initial information was received on (B)(6) 2016: this spontaneous medical device report was received from a non-health professional regarding a (B)(6) caucasian male patient. The patient's medical history included mantle cell lymphoma, hepatocellular carcinoma, obesity, and diabetes. The patient's concomitant medications included: ondansetron, oxycodone, pantoprazole, polyethylene glycol, omeprazole, senna ducosate, insulin glargine, glipizide, aspirin, diltiazem, metformin, ferrous sulfate, alprazolam, furosemide, metoprolol, multivitamin, enalapril, and insulin aspart (all indications unspecified). The patient received therasphere 63.5 mci once, via catheter to the right lobe of liver for treatment of hepatocellular carcinoma (lot number and expiration date unknown), on (B)(6) 2016. On (B)(6) 2016, the patient was hospitalized for further evaluation work-up to rule-out radiation cholecystitis (working diagnosis later changed to post-radioembolization syndrome). On (B)(6) 2016, the patient started experiencing abdominal pain only occurring while consuming food. The initial impression was that this was due to diet (consuming popcorn and nuts). He was advised to remove these items from his diet. The abdominal pain transformed from "dull" to "sharp" "all while still consuming food". An ultrasound was performed on (B)(6) 2016 to evaluate for possible radiation cholecystitis which "came back" normal. The patient was reevaluated in the clinic on (B)(6) 2016, where it was decided to admit the patient to the hospital for further evaluation. On (B)(6) 2016, an x-ray was performed to rule obstruction (location unspecified) and "came back normal". The patient was treated for pain control (treatment unspecified) and further testing was done which included a nuclear medicine hida scan on (B)(6) 2016 to more adequately evaluate for possible radiation cholecystitis. The hida scan was normal and cholecystitis was ruled out. The patient was discharged the following day on (B)(6) 2016, with pain medication and reported to be feeling relief from abdominal pain. The working diagnosis was post radioembolization syndrome. On (B)(6) 2016, the patient was contacted by telephone for follow-up after hospital discharge and the patient reported he was doing "very well" and the pain resolved spontaneously. The outcome of the post-radioembolization syndrome was considered to be recovered. The patient is scheduled to follow-up on (B)(6) 2016. Follow-up information will be requested. The reporting non-health professional assessed the event to be serious (hospitalization) and related to treatment with therasphere. In agreement with the reporter, the company considers the event to be serious (hospitalization). Company comment: the post embolization syndrome is considered to be unlisted according to the therasphere current reference safety information (uspi). In agreement with the reporting non-health professional, the company considers the event of post embolization syndrome to be related to therasphere treatment as it is a known complication of embolization procedures. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Post radioembolization syndrome [post embolisation syndrome]. Alpha fetoprotein 2218.3 micrograms/l [alpha 1 foetoprotein increased]. Pain recurrence/continued abdominal pain [abdominal pain] . Significant fatigue [fatigue]. Case description: initial information was received on 25-apr-2016: this spontaneous medical device report was received from a non-health professional regarding a (B)(6) male patient. The patient's medical history included mantle cell lymphoma, hepatocellular carcinoma, obesity, and diabetes. The patient's concomitant medications included: ondansetron, oxycodone, pantoprazole, polyethylene glycol, omeprazole, senna ducosate, insulin glargine, glipizide, aspirin, diltiazem, metformin, ferrous sulfate, alprazolam, furosemide, metoprolol, multivitamin, enalapril, and insulin aspart (all indications unspecified). The patient received therasphere 63.5 mci once, via catheter to the right lobe of liver for treatment of hepatocellular carcinoma (lot number and expiration date unknown), on (B)(6) 2016. On (B)(6) 2016, the patient was hospitalized for further evaluation work-up to rule-out radiation cholecystitis (working diagnosis later changed to post-radioembolization syndrome). On (B)(6) 2016, the patient started experiencing abdominal pain only occurring while consuming food. The initial impression was that this was due to diet (consuming popcorn and nuts). He was advised to remove these items from his diet. The abdominal pain transformed from "dull" to "sharp" "all while still consuming food." An ultrasound was performed on (B)(6) 2016 to evaluate for possible radiation cholecystitis which "came back" normal. The patient was re-evaluated in the clinic on (B)(6) 2016, where it was decided to admit the patient to the hospital for further evaluation. On (B)(6) 2016, an x-ray was performed to rule obstruction (location unspecified) and "came back normal." The patient was treated for pain control (treatment unspecified) and further testing was done which included a nuclear medicine hida scan on (B)(6) 2016 to more adequately evaluate for possible radiation cholecystitis. The hida scan was normal and cholecystitis was ruled out. The patient was discharged the following day on (B)(6) 2016, with pain medication and reported to be feeling relief from abdominal pain. The working diagnosis was post radioembolization syndrome. On (B)(6) 2016, the patient was contacted by telephone for follow-up after hospital discharge and the patient reported he was doing "very well" and the pain resolved spontaneously. The outcome of the post-radioembolization syndrome was considered to be recovered. The patient is scheduled to follow-up on (B)(6) 2016. Follow-up information will be requested. The reporting non-health professional assessed the event to be serious (hospitalization) and related to treatment with therasphere. In agreement with the reporter, the company considers the event to be serious (hospitalization). Follow-up information was received on 31-may-2016 from the initial reporting other health professional: the patient's medical history was clarified: hepatocellular carcinoma with port vein invasion on a background of presumed non-alcoholic steatohepatitis (nash) plus etoh cirrhosis. Additional medical history included: constipation, nausea, vomiting, anxiety, and extensive retroperitoneal and mesenteric lymphadenopathy. The patient's concomitant medications were updated and include spironolactone for unknown indication. Indications for the following previously reported concomitant medications were provided: polyethylene glycol and senna-docusate for constipation, ondansetron for nausea and/or vomiting, and alprazolam for anxiety. The therasphere lot number was provided: 1699084; vial (B)(4). On unspecified dates in (B)(6) 2016, the patient had a pain recurrence/continued abdominal pain, and developed significant fatigue. On 13-(B)(6) 2016, MRI imaging showed evidence of portal hypertension and alpha fetoprotein level was 2218.3 micrograms/l. On (B)(6) 2016, the patient was seen for a "post y-90" ((B)(6)2016) follow-up appointment. The patient reported that the recovery period went poorly. He had significant pain which caused him to be readmitted a few days after treatment. It was felt to be secondary to post embolization syndrome (previously reported). He had continued persistent abdominal pain after previous work up for cholecystitis (negative hida) during hospitalization (previously reported) and does not have the findings of a falciform artery embolization. The patient feels that the pain may be brought on by food, however, is not consistently occurring after meals. It sometimes occurs without food as well and he uses oxycodone to control it. He cannot identify any other causative or alleviating factors and has not experienced similar pain in the past. He has also developed significant fatigue, being unable to make it through a work day. He is currently at a "desk job" but is unable to walk across the office and requires a nap during the day. On (B)(6) 2016, a physical exam was performed and his vital signs were as follows: bp 106/65 mmhg, pulse 80, temp 98.7 f (oral), respiratory rate 18, weight 326 lb 3.2 oz, spo2 95%. General appearance: healthy, alert and no distress. Overweight. Psychiatric: mentation appears normal and affect normal. Eyes: no jaundice. Skin: no jaundice. Resp: lungs clear to auscultation - no rales, rhonchi or wheezes. Cardiovascular: regular rates and rhythm, normal s1 s2, no s3 or s4 and no murmur. Abdomen: soft, nontender, no masses and bowel sounds normal. Musculoskeletal: trace edema in the lower extremities. Vascular: right groin soft, no hematoma or swelling. Right femoral artery pulse normal. A review of systems documented: general: negative for recent fever. Skin: negative for jaundice. Eyes: negative for jaundice. Respiratory: negative for shortness of breath. Cardiovascular: negative for chest pain. Gastrointestinal: negative for abdominal pain or swelling, nausea, vomiting, or diarrhea. Musculoskeletal: negative for ankle swelling. Vascular: negative for groin pain or hematoma at femoral artery puncture site. On (B)(6) 2016, laboratory studies revealed: hgb 10.9, plt 155, wbc 5.6, inr 1.19, protein total 7.5, albumin 2.7, bili total 0.8, alk phos 86, ast 48, alt 48, cr 0.92 (reference ranges not reported) and alpha fetoprotein 2218.3 (reference range 0 - 8 ug/l). A magnetic resonance imaging performed on (B)(6) 2016, revealed impression: cirrhosis and evidence of portal hypertension. Post treatment changes involving the right lobe of the liver with poorly defined areas of residual arterial phase enhancement that do not demonstrate washout or pseudocapsule, but remain suspicious for residual viable tumor. No significant change in 2.4 cm arterial enhancing lesion within the caudate lobe. "Optn/lirads 5b" (organ procurement and transplantation network/liver imaging reporting and data systems). Enhancing tumor thrombus causing occlusion of the right portal vein just distal to its origin, not significantly changed in extent. Based on this exam only, the patient is not within milan criteria, based on venous invasion. Continued extensive retroperitoneal and mesenteric lymphadenopathy. It was reported that if the MRI did not reveal a clear cause of his pain, such as tumor progression, he would be referred to his gi physician for a possible endoscopy for other potential cause of post prandial pain. A repeat MRI is planned in 2 months. The treatment for and outcome of the abdominal pain, significant fatigue and alpha fetoprotein increased and portal hypertension was unknown. The reporting other health professional assessed the event of post-radioembolization syndrome to be serious (hospitalization) and related to treatment with therasphere. The reporting non-health professional assessed the fatigue as significant but did not assess the severity of the events alpha fetoprotein 2218.3 micrograms/l or abdominal pain. The reporter considered the abdominal pain to be not related to the post-radioembolization procedure or therasphere administration as it is intermittently post-prandial and may require additional work-up and did not assess the causality of alpha 1 fetoprotein increased or abdominal pain. In agreement with the reporter, the company considers the event post-radioembolization syndrome to be serious (hospitalization) and has assessed the events alpha fetoprotein 2218.3 micrograms/l, abdominal pain and significant fatigue as serious (medically significant). In addition, the company has assessed the event of significant fatigue as disabling. Additional follow-up information will be requested. Company comment: the events of abdominal pain and fatigue are listed; and post embolization syndrome and alpha 1 foetoprotein increased are considered to be unlisted according to the therasphere current reference safety information (uspi). In line with the reporting other healthcare professional's assessment, the company considers the event of post embolization syndrome to be probably related to therasphere treatment as it is a known complication of embolization procedures. In agreement with the reporting other health professional, the company considers the event of abdominal pain to be not related to the post-embolization syndrome (or therasphere administration) as it is intermittently post-prandial and may require additional work-up. In the absence of the reporter's causality assessment for alpha 1 foetoprotein increased and fatigue, the company considers the alpha 1 foetoprotein increased to be probably related to treatment with therasphere and fatigue to be related to the underlying liver disease. The trace edema in the lower extremities and decreased albumin level are known symptoms of liver disease. The tumor thrombus (not significantly changed) is considered to be pre-existing port vein invasion. The portal hypertension is a known complication of cirrhosis. Reporting assessment: the events of post embolization syndrome and alpha 1 foetoprotein increased are probably related to treatment, and as they are not listed, and are assessed as serious, they are therefore reportable. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Post radioembolization syndrome [post embolisation syndrome], alpha fetoprotein 2218.3 micrograms/l [alpha 1 foetoprotein increased], progression of portal vein malignant thrombosis [malignant neoplasm progression], pain recurrence/continued abdominal pain [abdominal pain], significant fatigue [fatigue]. Case description: initial information was received on 25-apr-2016: this spontaneous medical device report was received from a non-health professional regarding a (B)(6) caucasian male patient. The patient's medical history included mantle cell lymphoma, hepatocellular carcinoma, obesity, and diabetes. The patient's concomitant medications included: ondansetron, oxycodone, pantoprazole, polyethylene glycol, omeprazole, senna ducosate, insulin glargine, glipizide, aspirin, diltiazem, metformin, ferrous sulfate, alprazolam, furosemide, metoprolol, multivitamin, enalapril, and insulin aspart (all indications unspecified). The patient received therasphere 63.5 mci once, via catheter to the right lobe of liver for treatment of hepatocellular carcinoma (lot number and expiration date unknown), on (B)(6) 2016. On (B)(6) 2016, the patient was hospitalized for further evaluation work-up to rule-out radiation cholecystitis (working diagnosis later changed to post-radioembolization syndrome). On (B)(6)2016, the patient started experiencing abdominal pain only occurring while consuming food. The initial impression was that this was due to diet (consuming popcorn and nuts). He was advised to remove these items from his diet. The abdominal pain transformed from "dull" to "sharp" "all while still consuming food". An ultrasound was performed on (B)(6) 2016 to evaluate for possible radiation cholecystitis which "came back" normal. The patient was reevaluated in the clinic on (B)(6) 2016, where it was decided to admit the patient to the hospital for further evaluation. On (B)(6) 2016, an x-ray was performed to rule obstruction (location unspecified) and "came back normal". The patient was treated for pain control (treatment unspecified) and further testing was done which included a nuclear medicine hida scan on (B)(6) 2016 to more adequately evaluate for possible radiation cholecystitis. The hida scan was normal and cholecystitis was ruled out. The patient was discharged the following day on (B)(6) 2016, with pain medication and reported to be feeling relief from abdominal pain. The working diagnosis was post radioembolization syndrome. On (B)(6) 2016, the patient was contacted by telephone for follow-up after hospital discharge and the patient reported he was doing "very well" and the pain resolved spontaneously. The outcome of the post-radioembolization syndrome was considered to be recovered. The patient is scheduled to follow-up on (B)(6) 2016. Follow-up information will be requested. The reporting non-health professional assessed the event to be serious (hospitalization) and related to treatment with therasphere. In agreement with the reporter, the company considers the event to be serious (hospitalization). Follow-up information was received on 31-may-2016 from the initial reporting other health professional: the patient's medical history was clarified: hepatocellular carcinoma with port vein invasion on a background of presumed non-alcoholic steatohepatitis (nash) plus etoh cirrhosis. Additional medical history included: constipation, nausea, vomiting, anxiety, and extensive retroperitoneal and mesenteric lymphadenopathy. The patient's concomitant medications were updated and include spironolactone for unknown indication. Indications for the following previously reported concomitant medications were provided: polyethylene glycol and senna-docusate for constipation, ondansetron for nausea and/or vomiting, and alprazolam for anxiety. The therasphere lot number was provided: 1699084; vial #30. On unspecified dates in (B)(6) 2016, the patient had a pain recurrence/continued abdominal pain, and developed significant fatigue. On (B)(6) 2016, MRI imaging showed evidence of portal hypertension and alpha fetoprotein level was 2218.3 micrograms/l. On (B)(6) 2016, the patient was seen for a "post y-90" ((B)(6) 2016) follow-up appointment. The patient reported that the recovery period went poorly. He had significant pain which caused him to be readmitted a few days after treatment. It was felt to be secondary to post embolization syndrome (previously reported). He had continued persistent abdominal pain after previous work up for cholecystitis (negative hida) during hospitalization (previously reported) and does not have the findings of a falciform artery embolization. The patient feels that the pain may be brought on by food, however, is not consistently occurring after meals. It sometimes occurs without food as well and he uses oxycodone to control it. He cannot identify any other causative or alleviating factors and has not experienced similar pain in the past. He has also developed significant fatigue, being unable to make it through a work day. He is currently at a "desk job" but is unable to walk across the office and requires a nap during the day. On (B)(6) 2016, a physical exam was performed and his vital signs were as follows: bp 106/65 mmhg, pulse 80, temp 98.7 f (oral), respiratory rate 18, weight (B)(6), spo2 95%. General appearance: healthy, alert and no distress. Overweight. Psychiatric: mentation appears normal and affect normal. Eyes: no jaundice. Skin: no jaundice. Resp: lungs clear to auscultation - no rales, rhonchi or wheezes. Cardiovascular: regular rates and rhythm, normal s1 s2, no s3 or s4 and no murmur. Abdomen: soft, nontender, no masses and bowel sounds normal. Musculoskeletal: trace edema in the lower extremities. Vascular: right groin soft, no hematoma or swelling. Right femoral artery pulse normal. A review of systems documented: general: negative for recent fever. Skin: negative for jaundice. Eyes: negative for jaundice. Respiratory: negative for shortness of breath. Cardiovascular: negative for chest pain. Gastrointestinal: negative for abdominal pain or swelling, nausea, vomiting, or diarrhea. Musculoskeletal: negative for ankle swelling. Vascular: negative for groin pain or hematoma at femoral artery puncture site. On (B)(6) 2016, laboratory studies revealed: hgb 10.9, plt 155, wbc 5.6, inr 1.19, protein total 7.5, albumin 2.7, bili total 0.8, alk phos 86, ast 48, alt 48, cr 0.92 (reference ranges not reported) and alpha fetoprotein 2218.3 (reference range 0 - 8 ug/l). A magnetic resonance imaging performed on (B)(6) 2016 revealed impression: cirrhosis and evidence of portal hypertension. Post treatment changes involving the right lobe of the liver with poorly defined areas of residual arterial phase enhancement that do not demonstrate washout or pseudocapsule, but remain suspicious for residual viable tumor. No significant change in 2.4 cm arterial enhancing lesion within the caudate lobe. "Optn/lirads 5b" (organ procurement and transplantation network/liver imaging reporting and data systems). Enhancing tumor thrombus causing occlusion of the right portal vein just distal to its origin, not significantly changed in extent. Based on this exam only, the patient is not within milan criteria, based on venous invasion. Continued extensive retroperitoneal and mesenteric lymphadenopathy. It was reported that if the MRI did not reveal a clear cause of his pain, such as tumor progression, he would be referred to his gi physician for a possible endoscopy for other potential cause of post prandial pain. A repeat MRI is planned in 2 months. The treatment for and outcome of the abdominal pain, significant fatigue and alpha fetoprotein increased and portal hypertension was unknown. The reporting other health professional assessed the event of post-radioembolization syndrome to be serious (hospitalization) and related to treatment with therasphere. The reporting non-health professional assessed the fatigue as significant but did not assess the severity of the events alpha fetoprotein 2218.3 micrograms/l or abdominal pain. The reporter considered the abdominal pain to be not related to the post-radioembolization procedure or therasphere administration as it is intermittently post-prandial and may require additional work-up and did not assess the causality of alpha 1 fetoprotein increased or abdominal pain. In agreement with the reporter, the company considers the event post-radioembolization syndrome to be serious (hospitalization) and has assessed the events alpha fetoprotein 2218.3 micrograms/l, abdominal pain and significant fatigue as serious (medically significant). In addition, the company has assessed the event of significant fatigue as disabling. Additional follow-up information will be requested. Follow-up information from the initial reporting non-healthcare professional was received on 13-jul-2016: it was confirmed that continued extensive retroperitoneal and mesenteric adenopathy was pre-existing medical history prior to treatment with therasphere. On an unspecified date in (B)(6) 2016, the patient was diagnosed with progression of portal vein malignant thrombosis. On an unspecified date in (B)(6) 2016, a repeat MRI was performed and the previously reported suspicion of residual viable tumor was confirmed to be progression of portal vein malignant thrombosis. The patient is schedule to be mapped on (B)(6) 2016 as it has been confirmed that he is a candidate for a second therasphere treatment with a scheduled delivery on an unspecified date during the first week of (B)(6) 2016. The outcome of the progression of portal vein malignant thrombosis is unknown. Follow-up information is expected. The reporting non-healthcare professional did not provide an assessment of the severity of the progression of portal vein malignant thrombosis or the relationship to the therasphere treatment. The company considers the event to be serious (medically significant). Follow-up information is expected. Follow-up information from the initial reporting non-healthcare professional was received on 17-aug-2016: the patient had mapping on (B)(6) 2016. His lung shunt value was too high and therefore he was found to not be a candidate for additional therasphere treatment. The patient was referred back to oncology for palliative care and will be treated with sorafenib. No additional information will be available in the future as he will not return to this health care provider for treatment. No further information expected. This report is final. Company comment: the events of abdominal pain and fatigue are listed; and post embolization syndrome, alpha 1 foetoprotein increased, and malignant neoplasm progression are considered to be unlisted according to the therasphere current reference safety information (uspi). In line with the reporting other healthcare professional's assessment, the company considers the event of post embolization syndrome to be probably related to therasphere treatment as it is a known complication of embolization procedures. In agreement with the reporting other health professional, the company considers the event of abdominal pain to be not related to the post-embolization syndrome (or therasphere administration) as it is intermittently post-prandial and may require additional work-up. In the absence of the reporter's causality assessment for alpha 1 foetoprotein increased and fatigue, the company considers the alpha 1 foetoprotein increased to be probably related to disease progression and fatigue to be related to the underlying liver disease. The trace edema in the lower extremities and decreased albumin level are known symptoms of liver disease. The tumor thrombus (not significantly changed) previously was considered to be pre-existing port vein invasion. In the absence of an assessment by the reporter, the company considers the malignant neoplasm progression to be not related to the therasphere treatment but due the nature of the disease. The portal hypertension is a known complication of cirrhosis. Reporting assessment: the event of and alpha 1 foetoprotein increased is probably related to disease progression. The event of post embolization syndrome is probably related to treatment, and as it is not listed, and is assessed as serious, it is therefore reportable. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Post radioembolization syndrome [post embolisation syndrome], alpha fetoprotein 2218.3 micrograms/l [alpha 1 foetoprotein increased], progression of portal vein malignant thrombosis [malignant neoplasm progression], pain recurrence/continued abdominal pain [abdominal pain], significant fatigue [fatigue]. Case description: initial information was received on 25-apr-2016: this spontaneous medical device report was received from a non-health professional regarding a (B)(6) caucasian male patient. The patient's medical history included mantle cell lymphoma, hepatocellular carcinoma, obesity, and diabetes. The patient's concomitant medications included: ondansetron, oxycodone, pantoprazole, polyethylene glycol, omeprazole, senna ducosate, insulin glargine, glipizide, aspirin, diltiazem, metformin, ferrous sulfate, alprazolam, furosemide, metoprolol, multivitamin, enalapril, and insulin aspart (all indications unspecified). The patient received therasphere 63.5 mci once, via catheter to the right lobe of liver for treatment of hepatocellular carcinoma (lot number and expiration date unknown), on (B)(6) 2016. On (B)(6) 2016, the patient was hospitalized for further evaluation work-up to rule-out radiation cholecystitis (working diagnosis later changed to post-radioembolization syndrome). On (B)(6) 2016, the patient started experiencing abdominal pain only occurring while consuming food. The initial impression was that this was due to diet (consuming popcorn and nuts). He was advised to remove these items from his diet. The abdominal pain transformed from "dull" to "sharp" "all while still consuming food". An ultrasound was performed on (B)(6) 2016 to evaluate for possible radiation cholecystitis which "came back" normal. The patient was reevaluated in the clinic on (B)(6) 2016, where it was decided to admit the patient to the hospital for further evaluation. On (B)(6) 2016, an x-ray was performed to rule obstruction (location unspecified) and "came back normal". The patient was treated for pain control (treatment unspecified) and further testing was done which included a nuclear medicine hida scan on (B)(6) 2016 to more adequately evaluate for possible radiation cholecystitis. The hida scan was normal and cholecystitis was ruled out. The patient was discharged the following day on (B)(6) 2016, with pain medication and reported to be feeling relief from abdominal pain. The working diagnosis was post radioembolization syndrome. On (B)(6) 2016, the patient was contacted by telephone for follow-up after hospital discharge and the patient reported he was doing "very well" and the pain resolved spontaneously. The outcome of the post-radioembolization syndrome was considered to be recovered. The patient is scheduled to follow-up on (B)(6) 2016. Follow-up information will be requested. The reporting non-health professional assessed the event to be serious (hospitalization) and related to treatment with therasphere. In agreement with the reporter, the company considers the event to be serious (hospitalization). Follow-up information was received on 31-may-2016 from the initial reporting other health professional: the patient's medical history was clarified: hepatocellular carcinoma with port vein invasion on a background of presumed non-alcoholic steatohepatitis (nash) plus etoh cirrhosis. Additional medical history included: constipation, nausea, vomiting, anxiety, and extensive retroperitoneal and mesenteric lymphadenopathy. The patient's concomitant medications were updated and include spironolactone for unknown indication. Indications for the following previously reported concomitant medications were provided: polyethylene glycol and senna-docusate for constipation, ondansetron for nausea and/or vomiting, and alprazolam for anxiety. The therasphere lot number was provided: 1699084; vial #30. On unspecified dates in (B)(6) 2016, the patient had a pain recurrence/continued abdominal pain, and developed significant fatigue. On (B)(6) 2016, MRI imaging showed evidence of portal hypertension and alpha fetoprotein level was 2218.3 micrograms/l. On (B)(6) 2016, the patient was seen for a "post y-90" ((B)(6) 2016) follow-up appointment. The patient reported that the recovery period went poorly. He had significant pain which caused him to be readmitted a few days after treatment. It was felt to be secondary to post embolization syndrome (previously reported). He had continued persistent abdominal pain after previous work up for cholecystitis (negative hida) during hospitalization (previously reported) and does not have the findings of a falciform artery embolization. The patient feels that the pain may be brought on by food, however, is not consistently occurring after meals. It sometimes occurs without food as well and he uses oxycodone to control it. He cannot identify any other causative or alleviating factors and has not experienced similar pain in the past. He has also developed significant fatigue, being unable to make it through a work day. He is currently at a "desk job" but is unable to walk across the office and requires a nap during the day. On (B)(6) 2016, a physical exam was performed and his vital signs were as follows: bp 106/65 mmhg, pulse 80, temp 98.7 f (oral), respiratory rate 18, weight (B)(6), spo2 95%. General appearance: healthy, alert and no distress. Overweight. Psychiatric: mentation appears normal and affect normal. Eyes: no jaundice. Skin: no jaundice. Resp: lungs clear to auscultation - no rales, rhonchi or wheezes. Cardiovascular: regular rates and rhythm, normal s1 s2, no s3 or s4 and no murmur. Abdomen: soft, nontender, no masses and bowel sounds normal. Musculoskeletal: trace edema in the lower extremities. Vascular: right groin soft, no hematoma or swelling. Right femoral artery pulse normal. A review of systems documented: general: negative for recent fever. Skin: negative for jaundice. Eyes: negative for jaundice. Respiratory: negative for shortness of breath. Cardiovascular: negative for chest pain. Gastrointestinal: negative for abdominal pain or swelling, nausea, vomiting, or diarrhea. Musculoskeletal: negative for ankle swelling. Vascular: negative for groin pain or hematoma at femoral artery puncture site. On (B)(6) 2016, laboratory studies revealed: hgb 10.9, plt 155, wbc 5.6, inr 1.19, protein total 7.5, albumin 2.7, bili total 0.8, alk phos 86, ast 48, alt 48, cr 0.92 (reference ranges not reported) and alpha fetoprotein 2218.3 (reference range 0 - 8 ug/l). A magnetic resonance imaging performed on (B)(6) 2016 revealed impression: cirrhosis and evidence of portal hypertension. Post treatment changes involving the right lobe of the liver with poorly defined areas of residual arterial phase enhancement that do not demonstrate washout or pseudocapsule, but remain suspicious for residual viable tumor. No significant change in 2.4 cm arterial enhancing lesion within the caudate lobe. "Optn/lirads 5b" (organ procurement and transplantation network/liver imaging reporting and data systems). Enhancing tumor thrombus causing occlusion of the right portal vein just distal to its origin, not significantly changed in extent. Based on this exam only, the patient is not within milan criteria, based on venous invasion. Continued extensive retroperitoneal and mesenteric lymphadenopathy. It was reported that if the MRI did not reveal a clear cause of his pain, such as tumor progression, he would be referred to his gi physician for a possible endoscopy for other potential cause of post prandial pain. A repeat MRI is planned in 2 months. The treatment for and outcome of the abdominal pain, significant fatigue and alpha fetoprotein increased and portal hypertension was unknown. The reporting other health professional assessed the event of post-radioembolization syndrome to be serious (hospitalization) and related to treatment with therasphere. The reporting non-health professional assessed the fatigue as significant but did not assess the severity of the events alpha fetoprotein 2218.3 micrograms/l or abdominal pain. The reporter considered the abdominal pain to be not related to the post-radioembolization procedure or therasphere administration as it is intermittently post-prandial and may require additional work-up and did not assess the causality of alpha 1 fetoprotein increased or abdominal pain. In agreement with the reporter, the company considers the event post-radioembolization syndrome to be serious (hospitalization) and has assessed the events alpha fetoprotein 2218.3 micrograms/l, abdominal pain and significant fatigue as serious (medically significant). In addition, the company has assessed the event of significant fatigue as disabling. Additional follow-up information will be requested. Follow-up information from the initial reporting non-healthcare professional was received on 13-jul-2016: it was confirmed that continued extensive retroperitoneal and mesenteric adenopathy was pre-existing medical history prior to treatment with therasphere. On an unspecified date in (B)(6) 2016, the patient was diagnosed with progression of portal vein malignant thrombosis. On an unspecified date in (B)(6) 2016, a repeat MRI was performed and the previously reported suspicion of residual viable tumor was confirmed to be progression of portal vein malignant thrombosis. The patient is schedule to be mapped on (B)(6) 2016 as it has been confirmed that he is a candidate for a second therasphere treatment with a scheduled delivery on an unspecified date during the first week of (B)(6) 2016. The outcome of the progression of portal vein malignant thrombosis is unknown. Follow-up information is expected. The reporting non-healthcare professional did not provide an assessment of the severity of the progression of portal vein malignant thrombosis or the relationship to the therasphere treatment. The company considers the event to be serious (medically significant). Follow-up information is expected. Company comment: the events of abdominal pain and fatigue are listed; and post embolization syndrome, alpha 1 foetoprotein increased, and malignant neoplasm progression are considered to be unlisted according to the therasphere current reference safety information (uspi). In line with the reporting other healthcare professional's assessment, the company considers the event of post embolization syndrome to be probably related to therasphere treatment as it is a known complication of embolization procedures. In agreement with the reporting other health professional, the company considers the event of abdominal pain to be not related to the post-embolization syndrome (or therasphere administration) as it is intermittently post-prandial and may require additional work-up. In the absence of the reporter's causality assessment for alpha 1 foetoprotein increased and fatigue, the company considers the alpha 1 foetoprotein increased to be probably related to disease progression and fatigue to be related to the underlying liver disease. The trace edema in the lower extremities and decreased albumin level are known symptoms of liver disease. The tumor thrombus (not significantly changed) previously was considered to be pre-existing port vein invasion. In the absence of an assessment by the reporter, the company considers the malignant neoplasm progression to be not related to the therasphere treatment but due the nature of the disease. The portal hypertension is a known complication of cirrhosis. Reporting assessment: the event of and alpha 1 foetoprotein increased is probably related to disease progression. The event of post embolization syndrome is probably related to treatment, and as it is not listed, and is assessed as serious, it is therefore reportable. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.